Event description:
It was reported that a 3.0/15ml was implanted in the lad on 12/12/97 without difficulty and a good angiographic result. On 1/18/98 the pt was admitted to the hospital with severe substernal chest pain. Pt was brought to the ccl and reportedly during the diagnostic procedure, it was apparent that there was an acute thrombosis at the site of the stent. The lesion was angioplastied with a good angiographic result. The pt was transferred to the ICU hemodynamically stable.